Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the patient wants to have contraindication therapy for back pain which is not allowed. The hcp is unable to assist with the pain. The patient is shaking due to nervousness of the pain. The patient will be seen on (B)(6) 2018. Contraindication procedures by the orthopedic is not able to be done due the dbs to relieve the back pain. Patient following up with the neurosurgeon for possible intervention.

Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the caller is in so much pain that it's effected her parkinson's and is shaking. Patient says she was rear ended and has had pain ever since then. Patient has spoken to their healthcare provider and they are recommending rf ablation. Symptoms were pain and shaking in her neck and back. It was reported to be a sudden change in therapy/symptoms. Patient further states that the pain is not related to their therapy system but then stated it was effecting her parkinson's causing her to shake. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.